Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. At the time of the report with tandem technical support the customer did not have an alternate method for insulin therapy, and declined follow up from tandem technical support.